Manufacturer narrative:
The reported event of no external power alarms on the mobile power unit (mpu) was confirmed based on the information recorded in the submitted log file. The log file contained approximately 52 days of events, recorded from (B)(6) 2018 to (B)(6) 2018. The information recorded on (B)(6) 2018 at 6:57 revealed no external power/low battery hazard alarms while the system was powered by an mpu. The associated voltage levels indicated that power to the mpu was lost. Pump support was not affected and the system was supported by the emergency backup battery. Multiple attempts for additional information were sent to the customer; however, none was provided. The mobile power unit was not returned for evaluation. The patient remains ongoing on vad support. No product was available for investigation. The device history records could not be reviewed because the reported serial number was not provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. Log file analysis completed by the manufacturer¿s technical services representative revealed a no external power alarm while the mobile power unit was utilized. Additional information was requested, but was not provided.